Event description:
The dealer state that the bolt holding the seat is shearing the seat pole. The dealer stated that this allows the seat to rotate in a full circle.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.